Event description:
Customer reported nurse was priming the tubing and realized the tubing was dripping. No other information was provided. The date of the event was unknown and the set model was not identified. Customer stated the set was not saved. If new information is received a follow up report will be sent.

Manufacturer narrative:
Manufacturer's report date: 12/17/2008. Patient information requested and all available information is included. This report was filed by the manufacturer.